Event description:
During ablation of the accessory pathway along the mitral ring using a swartz braided transseptal introducer, a piece of the introducer dislodged requiring open heart surgery to intervene. The physician performed transseptal puncture with a non-sjm introducer and advanced a non-sjm ablation catheter into the left atrium for mapping purposes. The physician decided to exchange the non-sjm ablation catheter into the left atrium for mapping purposes. The physician decided to exchange the non-sjm introducer with the swartz braided transseptal introducer due to instability with the curve on the non-sjm introducer. The swartz introducer/dilator assembly was prepped and advanced over the guidewire; however, the physician could not advance the assembly completely into the femoral vein. The introducer was removed and the physician noted a small piece of the introducer tip had broken off. This piece was located and the physician requested a new introducer. Another swartz introducer was advanced into the femoral vein and across the septum to the left atrium. The accessory pathway was ablated successfully. Near the end of the procedure, the physician noted a small ring floating in the left atrium. The swartz introducer was removed from the body and inspected, revealing the introducer appeared intact. The first swartz introducer was pulled from the trash and inspected. The physician noted the platinum tip marker was missing from this introducer and concluded that when the first introducer was removed from the groin, the platinum ring was dislodged and remained under the skin. When the second introducer was advanced, it pushed the ring over the guidewire and into the left atrium. An interventional cardiologist attempted to capture the ring with a snare, which was unsuccessful. A CT scan revealed the platinum ring was lodged between two leaflets of the mitral valve. Open heart surgery was performed to retrieve the ring successfully. The patient is recovering well.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a follow-up report will be submitted.